Event description:
The target vessel was the lad. The vessel was not calcified. During the coronary stenting procedure, the stent delivery system balloon burst at 10 atm. The stent was successfully deployed. There was no patient injury.

Manufacturer narrative:
Additional procedural was requested to the account and will not be forthcoming. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.